Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's display light was dimmer, had rejected new batteries, was slower and louder to rewind, buttons were harder to press, buttons were less responsive and had to be pressed twice to get it to respond and had unexplained and frequent no delivery alerts not due to site issues. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.